Event description:
There were cracks around the battery door. During initial manufacturing testing, it was found that the device shaft extension (cartridge impeller) on the end of the motor shaft was missing. There were no reported adverse pt events while the pump was in clinical use.